Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 215 mg/dl compared to a lab reading of 95 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The report source on follow-up #1 should have reflected health professional. The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(4).

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
Failure to provide adequate aiat info, including aiat password for testing of xray and detection system, exposed pt to unnecessary radiation per (B)(6). Failure to provide instructions per (B)(6). Dates of use: (B)(6) 2010 - (B)(6) 2010, 60 days.